Event description:
It was reported that the system would not display images only an artifact, thus making the system unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and replaced the passive backplane, system interface, display adapter and image processor boards, removed and replaced the ribbon cable on the system interface board, and adjusted the 5v power supply. The system operates as intended.